Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the reported failure was duplicated and isolated to fan failure. Visual inspection part return analysis found no indications of damage or misuse. As a resolution, a known good cooling fan was installed and upon startup there were no alarms or warning messages. Ventilation was started for 2 hours using previous user¿s settings and there were no alarms or warning messages encountered. The uut did not overheat with the known good cooling fan. Vyaire medical technical support processed vent warranty replacement.

Manufacturer narrative:
The suspect device has not been returned for evaluation. (B)(6) recommended to replace the vent under warranty. Furthermore, no root cause has been determined yet. (B)(6) medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to (B)(6) medical that the bellavista1000 us overheated and shut down while on patient. Furthermore, there was no patient harm associated with the event.